Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly and with corroded motor assembly. Unable to confirm a21 alarm due to unresponsive buttons. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the snow condensation got into the device while the customer was shoveling the snow. Device alarmed an unexpected restart alarm. Buttons were unresponsive after the customer had refilled the insulin and changed the battery. Customer reported there were little balls in the display. Customer's blood glucose was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.